Event description:
It was reported that during an unknown surgical procedure the attachment device was "overheating". It was unknown if a spare device was available or if the planned surgical procedure was completed without delay. It was unknown to the reporter if the surgical procedure was completed successfully. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition could not be confirmed or duplicated. A functional assessment was performed and the device passed all operational specifications. If additional information should become available, a supplemental medwatch report will be sent accordingly.(B)(4).